Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the viscous was removed at the end of procedure, there was a sort of film/deposit on the posterior surface of the implant that requires scraping the surface of implant with the micromanipulator or with the irrigation aspiration handpiece. There have been no consequences for the patient. There was a slippery agent in the cartridge that was transferred to the implant. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are (B)(4) other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One used company cartridge and one unused company cartridge were returned. Inadequate viscoelastic was observed in the cartridge. The tip had heavy stress and was bent (bend may have occurred during return). A scrape mark was observed on the interior left side of the tip. The cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. The unopened company cartridge was opened for evaluation. The cartridge was numbered 1u for evaluation purposes. The company cartridge was microscopically examined with no damage or abnormalities observed. No particulate was observed inside the cartridge. The unopened company cartridge was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. A video was provided. The video did not show the lens and cartridge preparation or delivery. The video starts with the lens already implanted. The single-piece lens is visible in the eye. A strip of linear material was observed under the lens. The material was easily removed with forceps and was placed on a swab. A small screw top plastic vial was also returned with the cartridge. Two clear pieces of material were observed in the vial. These were removed and isolated between glass slides and sent to the particle lab. Lab testing: microscopic examination of the two samples shows clear particles up to 700¿m and 520¿m in length, respectively. The clear particles were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of both material¿s generated spectra to a library of spectra found the best match to be company cartridge material. A qualified handpiece was indicated. The lens model/diopter was not provided. It is unknown if a qualified product was used. A non-qualified viscoelastic was indicated. Based on the review of the returned used company cartridge and lab testing, the reported foreign material appears to be internal coating material from the damaged company cartridge tip. The root cause for the damaged tip cannot be determined. The unopened company cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No foreign material was observed after the functional testing. The lens model/diopter was not provided. It is unknown if a qualified product was used. A non-qualified viscoelastic was indicated. Inadequate viscoelastic was observed in the returned used cartridge. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).